Event description:
An implant form was received confirming that the patient's generator and lead have been explanted and replaced due to "other-sub-scapular." The explanted device was discarded. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the lead extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's physician reported that the patient's lead wires are exposed at the generator site. The patient has been referred for surgery. The physician confirmed that patient manipulation was the cause for lead extrusion at the generator site. No known surgical intervention has occurred and no other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.